Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of follow up data showed that: the device was interrogated on 23 november 2006; the warning was related to detection of an abrupt battery voltage decrease; no overconsumption was measured upon device interrogation; the battery voltage was at 5.84 v, i.e. Above the voltage at eri (elective replacement indicator). Thirty-nine shocks were delivered between 2004 and the date of interrogation (23 nov 2006). However, because the therapy history report and no holter episode records were provided, it is not possible to determine whether the detected battery voltage decrease was related to a high number of shock deliveries or to a transient overconsumption. In addition, because the holter records corresponding to the shock deliveries were not available for analysis, no further comments could be done on the sensing capability and shock therapy.

Event description:
During patient scheduled follow up 2 years after implantation the device involved in this MDR report was interrogated with the latest elaview programmer version; this version includes new functions automatically activated when interrogating an alto implantable cardioverter defibrillator (ICD). These functions examine the ICD's present current drain and the evaluation of its battery voltage since manufacture. If they indicate a potentially unsafe condition, the programmer automatically displays a warning, which suggests replacing the ICD or contacting ela representative. The warning message related to an abrupt battery voltage decrease was displayed. The device remains implanted.